Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2024, during the insertion, the doctor found the ars to be leaking during use on the patient." They were reported as fine post the procedure.

Event description:
It was reported that: "(B)(6) 2024, during the insertion, the doctor found the ars to be leaking during use on the patient." They were reported as fine post the procedure.

Manufacturer narrative:
Qn# (B)(4). The customer report of a leaking ars was not able to be confirmed by complaint investigation of the returned sample. The customer returned multiple components of a cvc kit, including one arrow raulerson syringe (ars) and introducer needle for analysis. The returned ars showed no visual or functional anomalies. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.